Event description:
A HIGH READING ISSUE WAS REPORTED WITH THE ABBOTT DIABETES CARE (ADC) DEVICE. THE CUSTOMER REPORTED UNSPECIFIED HIGHER SENSOR SCAN READINGS AND IT IS UNKNOWN WHETHER THEY NOTED A TREND ARROW ON THE DEVICE. THE CUSTOMER FELL AND HAD A LOSS OF CONSCIOUSNESS WHICH RESULTED TO A BLEEDING HEAD. THE CUSTOMER WAS PROVIDED UNSPECIFIED THIRD-PARTY TREATMENT. THERE WAS NO REPORT OF DEATH OR PERMANENT INJURY ASSOCIATED WITH THIS EVENT.

Event description:
A high reading issue was reported with the Abbott Diabetes Care (ADC) device. The customer reported unspecified higher sensor scan readings and it is unknown whether they noted a trend arrow on the device. The customer fell and had a loss of consciousness which resulted to a bleeding head. The customer was provided unspecified third-party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correctional report. The following section has been updated:H11 - Additional Mfr Narrative.The reported product is not expected to be returned as the customer is unwilling to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.The date the incident occurred is unknown. The date entered in Section B3 is the date Abbott Diabetes Care became aware of the event. All pertinent information available to Abbott Diabetes Care has been submitted.